Manufacturer narrative:
Additional information was received that the patient was doing well after receiving new peripherals and the back surgery was not device related. No further course of actions will be taken at this time.

Event description:
A report was received that the patient underwent a back surgery for an unknown reason. It was also unknown if it was device related.

Event description:
A report was received that the patient underwent a back surgery for an unknown reason. It was also unknown if it was device related.